Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher readings from their freestyle libre 2 reader and administered insulin injection for treatment. As a result, the customer experienced hypoglycemia and was seen in a hospital and was administered fruit juice for treatment. There was no report of death or permanent impairment associated with this event. Freestyle libre 2 reader results of 155 mg/dl, 154 mg/dl, 168 mg/dl was compared to a hcp meter readings of 78 mg/dl, 110 mg/dl, 112 mg/dl respectively and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided for test strips. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is from the customer¿s report the event occurred ¿between march and april 2024 no specific date.¿ all pertinent information available to abbott diabetes care has been submitted.